Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate. It is unknown how the balloon was deflated for removal. The patient did experience localized bleeding. No medical intervention reported.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate. It is unknown how the balloon was deflated for removal. The patient did experience localized bleeding. No medical intervention reported.

Manufacturer narrative:
The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced into the returned sample. No conditions were found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"to deflate catheter balloon: gently insert a luer slip syringe in the cathetervalve. Never use more force than is required to make the syringe "stick" inthe valve. Allow the pressure within the balloon to force the plunger backand fill the syringe with water. If you notice slow or no deflation, re-seat thesyringe gently. Use only gentle aspiration to encourage deflation if needed.vigorous aspiration may collapse the inflation lumen, preventing balloondeflation. If permitted by hospital protocol, the valve arm may be severed.if this fails, contact adequately trained professional for assistance, asdirected by hospital protocol.should balloon rupture occur, care should be taken to assure that allballoon fragments have been removed from the patient."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.